Event description:
Patient called in to report an unidentified service required error code. Customer care tried troubleshooting but was unable to resolve the issue. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.